Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition of excessive oil going through the hose was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that there were two small holes in the hose, the rotational speed was below the minimum rotations per minute (rpm) at 90 pounds per square inch (psi), and the vanes were worn. It was further determined that the device failed pretest for hose verification, and rotational speed. The assignable root cause of these conditions was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported that the motor device had excessive oil going through the hose. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.